Manufacturer narrative:
The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. The infection allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and five shocks for atrial fibrillation (af) with rapid ventricular response. The patient was admitted in the hospital and the device was explanted and replaced. No additional adverse patient effects were reported.